Manufacturer narrative:
Per tandem¿s user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 05 occurred. In addition, the customer was refilling cartridges and was advised by tandem technical support to not refill cartridges. Reportedly, the customer had followed the prompts during the load sequence. Customer's blood glucose level was between 85-91 mg/dl. A new cartridge was successfully loaded onto the pump to address the alarm.